Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lympadenectomy surgical procedure, the surgeon called to report a recoverable fault 32101 on the system. Before calling, they had disabled universal surgical manipulator (usm) 1. The technical support engineer (tse) checked the logs and confirmed error 32101 pointing to the usm 1 axis controller motor (acm). The tse guided the surgeon to perform a hard power cycle with the emergency power off (epo) button and restart system. The error had returned. The tse explained to the surgeon that they can disable usm 1 and finish the surgery with the other arms. The surgeon completed the procedure with three arms. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error 32101 in the logs and on the system. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system in normal mode with triggered error 32101. The unit was also tested on a pftp where it failed direction test. Troubleshooting was done with gold acm installed to verify failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.